Manufacturer narrative:
H3: analysis of the wireless recharger (s/n:(B)(6)) found no anomalies were visually observed. Led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The reason for the call was the patient reported that their recharger is not charging, and stated that when they put it on the dock, the green lights on the battery indicator come on and flashed in sequence very fast, and after a period of time, when they take it off to charge their ins, no lights come on. During the call agent had the patient confirm that the recharger is on the dock, and has a scrolling battery lights. Patient also mentioned that there's a green light on the dock. Agent had the patient take it off the dock, and power it on, but it did not respond. Agent also had the patient hard reset the recharger on and off the dock multiple times, but it still did not respond. Agent requested a replacement recharger from repair.